Event description:
It was reported that during a percutaneous coronary intervention with stent implantation, shaft breakage occurred. The procedure was performed in the left coronary artery (lca). The vessel was reported as calcified and tortuous. During device introduction of the promus element plus stent 2.50x24mm, the shaft broke approximately 20 cm at distal end. The catheter was removed and another device was used to complete the procedure. The patient remained stable and no complication has been reported.

Manufacturer narrative:
Device is combination product. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention with stent implantation shaft breakage occurred. The procedure was performed in the left coronary artery (lca). The vessel was reported as calcified and tortuous. During device introduction of the promus element plus stent 2.50x24mm, the shaft broke approximately 20 cm at distal end. The catheter was removed and another device was used to complete the procedure. The patient remained stable and no complication has been reported.

Manufacturer narrative:
Device evaluated by manufacturer - a visual and microscopic examination identified a shaft hypotube break located 27cm from the catheter strain relief. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified blood was present within the entire length of the guidewire lumen, therefore indicating the device had been used in vivo. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).